Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported her interstim urinary was not working. Additional information from the patient on november 26th reported she fell in the shower on friday and she said the numbers went up to 3.0. The patient stated she could not remember how to set it. The patient stated her daughter brought the stimulation down to 1.7 volts. The patient stated she had the device because she would feel like she had to go potty but would get to the bathroom and would pee all over the floor. The patient stated on november 25th she only peed twice all day and she had explosive diarrhea. The patient synced with the patient programmer to the ins and it was reported the stimulation was on and on program 1 at 1.7 volts. The patient increased stimulation to 2.3 volts. The patient noted they fell in the shower on november 23rd and the numbers went up to 3.0. The patient stated they had explosive diarrhea and bladder retention on november 25th. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been doing well and hasn't had any diarrhea since increasing amplitude. The patient noted that she had not had a bowel movement and was wondering if the ins would keep her from having a bowel movement. The patient confirmed that the ins worked really good except for during the night, towards the morning, the urine starts leaking out and the patient was wondering if something could be adjusted. The patient mentioned that she was only urinating 2 times a day and not peeing all over the floor. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that stimulation was working well during the day, however not at night and it had been this way since implant. It was also stated that the patient was not adjusting it right, she didn't understand the thing, it was not helping, she was having accidents, and wetting her pants. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not know why it went up to 3 and she needed better instruction son how to adjust for the urinary problems she was having. The patient confirmed that no tests were done and she needed something on here to adjust it. The patient stated that the diarrhea was resolved and the urinary retention was never a problem. There were no further symptoms or complications reported or anticipated.